Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the patient (pt) was repeatedly getting "no device found" message and has troubles connecting personal therapy manger (ptm) to the pump. Caller stated that "I think I've developed scar tissue" around the pump that might be causing issues. Agent reviewed best practices for ptm use and communicator placement over the pump. Caller confirmed that she was able to bolus but it often takes multiple tries. Caller mentioned that the "pump was loose and does move around" which can make it difficult. The current pump is an abdominal placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.